Manufacturer narrative:
Pump received with broken cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged and the plastic on top of the reservoir compartment was coming off. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer sent the product back for analysis.